Event description:
A hospital in (B)(6) reported via our distributor that the heater wire adaptor of an rt200 adult dual heated breathing circuit was "faulty". This was reported prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was returned to the manufacturer for evaluation. The pins on the inspiratory and expiratory limbs of the complaint device were tested to see if they could be connected to a heater wire adaptor. Results: the heater wire pin of the expiratory limb was bent, therefore full insertion of the heater wire adaptor was not possible. Full insertion of the heater wire adaptor was successful with the inspiratory limb pins. A lot check could not be performed as no lot number was provided. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).